Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer received a motor error alarm during a basal delivery. It was also found the customer received a motion sensor test failure alarm during troubleshooting. The customer also stated the alarm was recurring. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a broken force sensor was detected during seating or regular delivery alarm due to motor error alarm noted.